Event description:
It was reported that the user observed insulin leaking during a cartridge supply change, cleaned the spilled insulin, noted no apparent pump issues, and then completed a guided supply change with confirmation of disconnection prior to proceeding. No reported adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical care. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed that the supply change was successful after guidance and no pump alerts or alarms were reported. It was concluded that the event involved a leaking cartridge with no confirmed device malfunction and that user guidance resolved the issue.